Event description:
It was reported that the patient experienced phrenic nerve stimulation at 3.0 v. Repositioning of the left ventricular lead was unsuccessful, because of the patient's vessels were very narrow. A new lead proved impossible to position for the same reason. After attempts at positioning the second lead, the physician elected to implant a new implantable cardioverter defibrillator and plug the left ventricular pin.

Manufacturer narrative:
Na